Manufacturer narrative:
Additional information:e2, g2(report source), h3, h6, h7, h9. A review of the complaint history record was performed for sn (B)(6) , which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 06/nov/2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was involved in a production failure (q6 200089272) for component failure which does not correlate to the customer reported issue.

Event description:
It was reported that the device has a cracked front case. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device has a cracked front case. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they: replaced front cover, rear case, front/rear door, barrel clamp, module key lock label, left/right iui, and carriage fpc a review of the device history record showed the device had a manufacture date of 06/nov/2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6)was performed which confirmed that this device was involved in a production failure (q6 200089272) for component failure which does not correlate to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to wear of the front case a review of the complaint history record in trackwise and sap was performed for (B)(6), which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device has a cracked front case. No additional information was provided. There was no patient involvement.